Manufacturer narrative:
Sanofi company comment (B)(6) 2022. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one], which occurred after an unknown latency and was assessed as medically significant and required intervention as the knee had to be surgically cleaned out. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, indication for use, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Case narrative: initial information received on (B)(6) 2022 regarding an unsolicited valid serious case received from a physician from united states. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate synvisc one. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, route, batch, strength: unknown) for product used for unknown indication. On an unknown date, after unknown latency, patient developed septic knee (arthritis bacterial) (medically significant and intervention required) and which had to be surgically cleaned knee out. The physician reported they saw the patient regularly. Action taken: not applicable. Corrective treatment: surgery cleaned knee. Outcome: unknown. A product technical complaint was initiated and results were pending for the same.

Manufacturer narrative:
Sanofi company comment 30-sep-2022. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one], which occurred after an unknown latency and was assessed as medically significant and required intervention as the knee had to be surgically cleaned out. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, indication for use, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Septic knee [arthritis infective nos]. Case narrative: initial information received on 27-sep-2022 regarding an unsolicited valid serious case received from a physician from united states. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, route, batch, strength: unknown) for product used for unknown indication. On an unknown date, after unknown latency, patient developed septic knee (arthritis infective) (medically significant and intervention required) and which had to be surgically cleaned knee out. The physician reported they saw the patient regularly. Action taken: not applicable. Corrective treatment: surgery cleaned knee. Outcome: unknown. A product technical complaint was initiated and results were pending for the same. Based on information previously received, the llt was updated to arthritis infective from arthritis bacterial. Text amended accordingly.

Event description:
Septic knee [arthritis infective nos] case narrative: initial information received on 27-sep-2022 regarding an unsolicited valid serious case received from a physician from united states. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. On an unknown date, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) with (strength: 48 mg/6ml) (dose, frequency, route, batch number, indication and expiry date: unknown). Information regarding batch number was requested. On an unknown date, after unknown latency, patient developed septic knee (arthritis infective) (medically significant and intervention required) and which had to be surgically cleaned knee out. The physician reported they saw the patient regularly. Action taken: not applicable corrective treatment: surgery cleaned knee outcome: unknown a product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one, batch number and expiry date: unknown with global ptc number: (B)(4). Sample of the ptc was not available. Ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Defect class had been updated to ii. Investigation the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. Final investigation was completed on 12-may-2023 with summarized conclusion provided as no assessment possible. Based on information previously received, the llt was updated to arthritis infective from arthritis bacterial. Text amended accordingly. Additional information was received on 27-sep-2022 from quality department. The formulation and strength of synvisc one were added. The ptc details were added and text amended accordingly. Additional information was received on 12-may-2023 from quality department. The ptc results were added and text amended accordingly.

Manufacturer narrative:
Sanofi company comment 30-sep-2022. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one], which occurred after an unknown latency and was assessed as medically significant and required intervention as the knee had to be surgically cleaned out. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, indication for use, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Septic knee [arthritis infective nos]. Case narrative: initial information received on 27-sep-2022 regarding an unsolicited valid serious case received from a physician from united states. This case involves a 73 years old female patient who developed a septic knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. On an unknown date, the patient received injection of synvisc one (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) with (strength: 48 mg/6ml) (dose, frequency, route, batch number and expiry date: unknown) for product used for unknown indication. On an unknown date, after unknown latency, patient developed septic knee (arthritis infective) (medically significant and intervention required) and which had to be surgically cleaned knee out. The physician reported they saw the patient regularly. Action taken: not applicable. Corrective treatment: surgery cleaned knee. Outcome: unknown. A product technical complaint (ptc) was initiated on 27-sep-2022 for synvisc one, batch number and expiry date: unknown with global ptc number: 100319029. The investigation is in process and sample status is set to not available. Based on information previously received, the llt was updated to arthritis infective from arthritis bacterial. Text amended accordingly. Additional information was received on 27-sep-2022 from quality department. The formulation and strength of synvisc one were added. The ptc details were added and text amended accordingly.